Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump did not recognize insulin in cartridge, but allowed customer to complete load process. There was no reported impact to customer's blood glucose. Customer declined to provide further information or receive a follow up from tandem technical support.